Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was seen in the clinic on (B)(6) 2025 and had worsening functional status over the past few weeks. There were concerning labs which noted potassium level at 2.3 milliequivalents per liter. The patient was given potassium chloride (k-dur) 40 milliequivalents (meq) in clinic. The patient was admitted for infectious workup vs failure to thrive. Workup for reversable causes was unsuccessful. The patient's family had elected to go home with hospice. They were aware they could request the left ventricular assist device (lvad) to be turned off. At the time, they did not want the implantable cardioverter-defibrillator (ICD) or lvad turned off. The family said they would call the ICD representative when they got home. The patient passed away on (B)(6) 2025 on hospice. The cause of death was failure to thrive and renal failure. The outcome was considered not pump related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. Further, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6) and the reported events could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, no additional information has been provided by the account. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, and pump pocket), renal dysfunction, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.